Event description:
It was reported that a left ventricular pacing lead was not implanted due to the patient's vein being too small to advance the lead; the lead was removed and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed no anomalies were found. Blood/body fluid was present on the distal conductor.